Event description:
This is a report of a patient who experienced an umbilical hernia coincident with therapy for peritoneal dialysis. The cause of the hernia was unknown. The patient underwent hernia repair surgery and therapy was temporarily discontinued for surgical healing. The patient was placed on hemodialysis during surgical healing. Dianeal therapy was restarted three weeks later. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced a hernia on an unspecified date in (B)(6) 2013. A review of the device history and service history will be performed to investigate the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2006. The device was not returned for evaluation. A review of the device history record and service history log was performed. Upon performing these reviews no issues were found to be related to the reported event. There was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of hernia, thus determination of an assignable cause is not applicable.